Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tsw35 instrument worked fine other than blood coming out of the staple line. There was no consequence to the pt.